Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hyperglycemia treated with manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The customer reported a current blood glucose value of 438 mg/dl. The customer reported the following led up to the event: unexplained high blood glucose the pump was not keeping blood glucose down even before getting the insulin flow block and set change. The event involved product(s) mmt-397a, mmt-332a, mmt-7020a, mmt-1780kl. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported recurring insulin flow blocked alarms after troubleshooting and declined to troubleshoot. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer called for an issue not covered by existing troubleshooting guides. The customer alleges the pump was under-delivering and cannot get blood glucose under 200 mg/dl. No further patient complications were reported. No product return was required for mmt-397a. No product return was required for mmt-332a. No product return was required for mmt-7020a. Mmt-1780kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thus and carelink. No alarms or alert noted during testing. However, confirmed pump alarmed insulin flow blocked eight times between 09/11/2024 06:24:21.000 to 09/13/2024 05:08:37.000 in the history files. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked belt clip rails, stained serial number label, corroded battery tube, corroded motor home switch. Pump passed functional testing and no insulin flow blocked alarm noted during testing. Possible under delivery anomaly and insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.